Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA: renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (se2240), which occurred on the home choice (hc) system during dwell 3 of 5. The technical service representative (tsr) asked if any bag had disconnected. The home patient (hp) said no. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on. The hp would finish with a manual bag. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: nothing was seen that would have caused the alarm and using new supplies resolved the alarm. The sample was discarded and the box used for therapy so a companion sample and lot number was not available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.